Manufacturer narrative:
(B)(4). Investigation: the clinical specialist asked the customer to pause the procedure, clamp the inlet line to the pt and draw saline from the prime saline bag back into the system. The air cleared when this was performed, thus eliminating a leak from the tubing from the clamp to the air chamber. The returned disposable set was evaluated. Both of the air detector chambers were inspected. No leak paths or leaks were found. This is consistent with the results during the procedure when inlet line was clamped and saline was drawn into the set and the air bubbles cleared up. The tubing of the inlet line was not found to have any defects that would lead to air entering the set. The luer was also evaluated. The threads of the luer were not stripped and no other defects were found. As a part of the spectra design, any air pulled into the access line due to connection issues with the catheter would be trapped in the inlet air chamber and would result in an alarm. The device alarmed as intended during this procedure. The device history records were reviewed for this lot. No issues were noted that were related to this event. Root cause: a definitive root cause could not be identified. Based on the set eval, the issue was located at the luer connection between the set and the pt's catheter. Both the set luer and the pt's catheter were found to be in working order. Thus, the likely possibilities are that the connection between the two was not tight enough to create the appropriate seal or there may have been a very small amount of residual solvent on the luer tip that prevented a complete seal.

Event description:
The customer reported that they were receiving "air in inlet chamber" alarms and were seeing air bubbles in the inlet line from the pt access back to the inlet air chamber. No air was seen in the return line. This was an mnc collection for dendreon. The venous access is via a right internal jugular central venous catheter that was placed on (B)(6) 2011. The customer stated that the connection between the inlet line and the pt's catheter was tight but did not believe it was so tight that the connection could have cracked. The injection port at the access manifold was not used during this procedure. The physician ordered to end the procedure without rinseback and sent the pt to his physician for eval of the catheter to see if the air could be coming from there. The central venous catheter was evaluated. It was found to be in proper position with no evidence of any problem with the catheter. The catheter has been used subsequently without incident. This report is being filed due to medical intervention in the form of the pt being sent to his physician for evaluation.